Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
When the surgeon tried to make the second hole, the device became unable to perforate the skull despite being rorating. A manual drill was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "device became unable to perforate the skull" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole. There was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.